Event description:
It is reported that during surgery in 2008, surgeon found a linear black line at the condylar part of the device, after fixing to the pt's femur. Device remains implanted.

Manufacturer narrative:
Prod was not returned for eval. Investigation verified with packaging that it its very unlikely that the device was etched during the laser etch operation due to the fixture and angle of projection of the laser. Based on the photograph supplied, it can not be determined with the info available that the mark was an etch line or a scratch on the device. The mfg records were reviewed and found to be conforming. Stock investigation of the complaint lot was found to be conforming. Cause cannot be definitively determined. No prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.